Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user detected water leakage during reprocessing (water leakage test is performed after pre-cleaning). Manual cleaning cannot be continued when water leakage is detected. Therefore, it is believed that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. The event can be detected/prevented by following the instructions for use which states: the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection, and the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign objects in the nozzle. There was no patient involvement.